Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: abnormal impedance, noise/oversensing, undersensing, ineffective therapy, insulation breach, inappropriate shocks, asystole, syncope, possible lead fracture, and perforation. Lead status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: " impact of implanted recalled sprint fidelis lead on patient mortality." Journal of the american college of cardiology. July 12 2011;58(3):278-283.